Manufacturer narrative:
One portex® blue line ultra® soft seal® tracheostomy tube was returned for investigation. A visual inspection was performed and showed and no discrepancies or holes were found. Functional testing showed that the cuff inflated with no difficulties and no leaks were detected. A review of the manufacturing process for a similar device was performed and no deflated cuffs were found. Based on evidence, no root cause was determined, and the complaint was not confirmed.

Manufacturer narrative:
Early (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® soft seal® tracheostomy tube cuff deflated after one of patient use. It was unknown if the device was checked prior to use. No patient injury was reported. The event was considered resolved.